Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheters (jet7). During the procedure, the jet7 broke into two pieces. No additional information was provided. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was fractured approximately 100.5 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed that the catheter was fractured. The root cause of this damage could not be determined. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.